Event description:
It was reported that (4) 355ld were used during a lap nissen procedure. It was reported by the rep that the 355sd seals ripped when 5mm babcock and harmonic scalpel instrument were removed from the trocar. It is unknown how the case was completed and there was no consequence to pt.